Event description:
It was reported by customer respiratory therapist (rt) while not in therapeutic use, the v60 ventilator is turning on/off by itself and end users are unable to manually turn off using the on/off button. Which prompted the rt (on behalf of facility biomed) to contact philips technical support. Per case notes, the remote service engineer (rse) advised it may be related to a faulty user interface printed circuit board (ui pcb). That said, caller confirmed she will make biomed aware and they will repair unit. Rse advised to circle back to philips technical support if additional assistance is needed. The device was not in patient use at the time of the reported event and no reports of patient/user harm/injury. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. A supplemental report will be submitted if new information is received.